Event description:
It was reported that this right ventricular (rv) lead exhibited out of range (oor) pace impedance measurements. Increased thresholds, decreased shock lead impedance measurements and noise. (B)(6) technical services (ts) reviewed device data and noted that the out of range (oor) pace impedance measurements were likely due to lead integrity and recommended in-clinic evaluation with isometrics. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).